Manufacturer narrative:
Concomitant: model: 2231-40, competitor ICD; implanted: (B)(6) 2011.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert for high rv coil impedance. Follow-up was conducted with the patient's clinic and the allied health professional (ahp) in the electrophysiology department was able to verify that the patient is scheduled for a lead revision later this month. Ahp also stated that an x-ray was taken and there were no obvious signs of a lead fracture. Reprogramming of the lead was completed until the lead revision can be completed. The lead currently remains in use. No patient complications have been reported as a result of this event.